Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe pharmacy convenience tray experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: we currently use your syringes in our 503b facility. Recently during our visual inspection process, the inspectors have noticed a white spot on the rubber black plunger for numerous syringes. We have performed some initial investigation by opening a rejected syringe and wasting the contents to observe the white spot. The spot is able to be wiped off and feels like it may be a lubricant.

Manufacturer narrative:
H6: investigation summary fourteen photos were provided to our quality team for investigation. Based on the investigation with the photo samples analysis the symptom reported could not be confirmed. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ syringe pharmacy convenience tray experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: we currently use your syringes in our 503b facility. Recently during our visual inspection process, the inspectors have noticed a white spot on the rubber black plunger for numerous syringes. We have performed some initial investigation by opening a rejected syringe and wasting the contents to observe the white spot. The spot is able to be wiped off and feels like it may be a lubricant.